Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of over 600 mg/dl and high ketone levels. Customer was treated with intravenous fluids of saline and insulin, and was released from the hospital on (B)(6) 2021 with no permanent damage. Customer alleged the reported issue was due to the pump not functioning as intended. Tandem technical support performed a pump system check and verified the pump functioned as intended. Additionally, it was reported that intermittent cartridge alarms occurred during insulin delivery. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that a cartridge change error occurred during the load sequence. The customer reverted to manual injections for insulin therapy.